Manufacturer narrative:
Investigations have determined that the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys total psa immunoassay (tpsa) and a second patient sample tested for hcg on a cobas 8000 e 602 module (e602). The erroneous results were reported outside of the laboratory to medical personnel treating the patients. Roche manufactures two hcg assays, the elecsys hcg + beta test system and the elecsys hcg test system. It was asked, but it is not known which hcg reagent was used. The first sample initially had a tpsa result of 0.00 ng/ml. This sample was repeated, resulting with a tpsa value of 46.44 ng/ml. The second sample initially had an hcg result of 5.00 miu/ml on (B)(6) 2018. This sample was repeated, resulting with an hcg value of 101397 miu/ml. No adverse events were alleged to have occurred with the patients. The tpsa and hcg reagent lot numbers and expiration dates were asked for, but not provided. The field service engineer checked the liquid level detection voltage. He exchanged the liquid level detection circuit board and sampling mechanism. He performed checks of the analyzer and made adjustments. He tested the analyzer and this was okay. The customer ran certain tests in duplicate as a precautionary measure. No further issues occurred.